Event description:
Allergan received a report that a patient was treated with coolsculpting on (B)(6) 2019 to the upper and lower abdomen using the cooladvantage, coolcore and coolcurve+ applicators, on (B)(6) 2019 to the flanks using the cooladvantage, coolcurve+ applicator, on (B)(6) 2020 to the lower abdomen using the cooladvantage, coolcore applicator, on (B)(6) 2020 to the lower abdomen using the cooladvantage, coolcore applicator, and to the flanks using the cooladvantage, coolcurve+ applicator. During the patient's follow up on (B)(6) 2020 a lump / induration was noted to the lower abdomen and flanks and the upper abdomen and is suspected to have developed paradoxical hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan received a report that a patient was treated with coolsculpting on (B)(6) 2019 to the upper and lower abdomen using the cooladvantage, coolcore and coolcurve+ applicators, on (B)(6) 2019 to the flanks using the cooladvantage, coolcurve+ applicator, on (B)(6) 2020 to the lower abdomen using the cooladvantage, coolcore applicator, on (B)(6) 2020 to the lower abdomen using the cooladvantage, coolcore applicator, and to the flanks using the cooladvantage, coolcurve+ applicator. During the patient's follow up on (B)(6) 2020 a lump / induration was noted to the lower abdomen and flanks and the upper abdomen and is suspected to have developed paradoxical hyperplasia.